Manufacturer narrative:
The system is routinely calibrated every 12 hours and qc is run every 6 hours. Qc was within the established ranges prior to the event. The laboratory temperature is monitored and stable. The customer replaced na electrode and na reference electrode on (B)(6) 2010. On (B)(6) 2010, a bci engineer found 2 quad rings in the na reference electrode port and removed one. The electrolyte injector cup (eic) valve was sticking. The eic and carbon bridge were replaced. A definitive root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) and calcium (calc) results generated by unicel dxc 800 synchron clinical system. The results were not reported out of the laboratory. The customer recalibrated, ran qc and repeated the samples with low na and calc results. The repeated results were reported. There was no effect to patient treatment.